Event description:
It was reported that during a procedure the table allegedly moved on its own. There was no report of injury to the patient or delay in procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movements was conducted. The bed functioned normal in all cases and no errors were received. Error logs show no errors in the last 6 weeks. It was concluded that the bed was operating normally and was returned to service.